Event description:
Per the audiologist, the patient has not shown consistent auditory responses when using the cochlear implant system since the device was activated. There is reportedly some question regarding the presence or integrity of the auditory nerve. Results of an integrity test done in 2008 were consistent with normal receiver/stimulator function with multiple short circuit electrodes and several anomalous electrodes. Deactivating the short circuit and anomalous electrodes did not solve the problem. The patient's device was explanted six months later, and a new device was reimplanted during the same surgery.

Manufacturer narrative:
This type of event is addressed in the device labeling.